Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The complaint received states that the day after the index procedure, this (B)(4) study patient suffered an ischemic stroke. This is a (B)(6) female with medical history including hyperlipidemia, clinical copd and history of smoking (>5packs of cigarettes). High risk criteria: severe pulmonary disease, high cervical ica lesions or cca lesions below the clavicle and age > 75. The index target lesion was left distal common carotid artery described as 30mm in length, mildly calcified, non-tortuous, ulcerated and 80% stenotic. An angioguard was inserted, advanced and deployed past the target lesion without report of difficulty. The lesion was predilated with an unknown balloon. One precise stent was implanted at the target lesion without report of difficulty. The angioguard had no debris in the basket after removal. The patient was maintained on an asa and plavix regimen pre, during and post procedure. The day after the procedure, the patient had sudden onset of right hemiparesis. Doppler ultrasound revealed the implanted stent to be patent. No intervention was required but the patient did have minor deficit since she indicated minor weakness and that her handwriting was not normal. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15195700 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records and excursions were issued for this lot. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. No corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural factors may have contributed to the reported event.

Event description:
The (B)(6) female patient was part of the (B)(6) study. The patient received a precise stent in the left distal common carotid artery. Post procedure the patient exhibited neurological deficit (arm weakness / right hemiparesis) and was diagnosed with a ischemic stroke. The angioguard was not in place when the symptoms began. No intervention was required but the patient did have minor deficit since she indicated minor weakness and that her handwriting was not normal.